Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that there was no harm to the patient. The event is resolved.

Manufacturer narrative:
Product evaluation: the product was returned. Solution is dried on the lens. One haptic is broken in the haptic/optic junction area (not returned). The optic is cut into multiple pieces, typical of insertion and removal. The lens is too damaged to conduct a fold inspection. Qualified associated products were indicated. The reported broken haptic was observed. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The product investigation could not identify a root cause for the reported lens unfolding issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol was inserted and removed, with a description of "damaged during insertion and then it folded". Additional information was provided by the surgeon, that in his opinion, the cause of the event is that the haptic of the iol was broken off. The procedure was completed with a new iol.